Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 110 units of insulin. The customer's blood glucose (bg) level was 550 mg/dl. The customer experienced large ketones from the first ketone test and small to moderate ketones from the second ketone test. The customer required assistance from a grandparent to take an insulin shot which addressed the high blood glucose level. Reportedly, contact believed elevated bg may have been due to the infusion set site. However, there was no reported damage to cannula. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding bg; however, no additional information was provided. Reportedly, the customer added more insulin to the cartridge and resumed insulin delivery.